Manufacturer narrative:
Load wheel casting.

Event description:
It was reported by service report that the pt right load wheel casting was broken. It is unk if there was pt involvement, however, no adverse consequences are reported.